Event description:
The pt underwent thrombolysis of the right iliac artery. The physician attempted arteriotomy closure with a prostar xl 8fr device. When deploying the device, the two green suture needles missed the barrel. It is unclear as to whether or not backdown was attempted. The device was pulled out and resulted in a laceration of the left common femoral artery. Hemostasis could not be achieved. The pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident.